Event description:
It was reported that the reservoir of a small volume intermate ruptured during filling with 50ml fortum (non-baxter product). This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13d005 was manufactured between march 31, 2013 and april 2, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.